Event description:
It was reported that the patient experienced ineffective therapy. Patient was unable to set the ipg into MRI mode. Impedance check revealed impedance on one of the leads. Additionally, x-ray confirmed the leads had migrated down. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.